Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device was explanted and replaced.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device was explanted and replaced. It has been determined that the device associated with this complaint is non- abbvie. This record is no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device was explanted and replaced. It has been determined that the device associated with this complaint is non- abbvie. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14aug2024.